Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The current status of the programmer is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device interrogation the programmer froze. The programmer was rebooted a few times. The caller used a different programmer to complete the interrogation. The caller was instructed to switch the radiofrequency header and return the programmer for service if that did not work. No patient complications have been reported as a result of this event.